Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to several system level tests including bench handling, stress testing, full functionality testing and defib testing without duplicating any malfunction to the device. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was powered on in pads view and remained in pads for most of the duration of the case. The logs did not show any instances where the device was unable to display the ECG in pads view. The log did showed moments when the ECG waveform disappears when the user changes the device lead view to avl, then lead ii, then back to pads where it remained for the duration of the case. This is not a device malfunction. None of the accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.